Event description:
The customer stated that the intellivue mp5 malfunctioned while in use. The customer stated that there was a speaker malfunction inop, and that the speaker did not have any sound. No adverse event or patient impact was reported.

Manufacturer narrative:
(B)(4): the customer stated that the intellivue mp5 malfunctioned while in use. The customer stated that there was a speaker malfunction inop, and that the speaker did not have any sound. No adverse event or patient impact was reported. A philips field service engineer (fse) replaced the defective parts (mp5 cbl speaker assembly) and (mainboard 4wire). After replacing the defective parts, the device was working as expected. The available information from this report does not support that the reported issue represents a systemic, design, or labeling problem. This complaint will be included in periodic trending to identify issues warranting additional investigation. The customer's issue was resolved by replacing the defective speaker, no final communication was requested and none is warranted.